Event description:
The manufacturer representative reported the patient is not getting good therapy control. The patient had a revision with no change in results. The representative reported using model 7432 programmer to check impedances. The programmer uses a high voltage to get anything on channel 2 and getting over 4000 ohms on channel 1. The representative discussed possibly revising the device since the patient has never had good control since the original implant.